Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the screw fractured and that it has been completely removed without any negative impact on the patient's health. The affected dental position is unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One titanium hexed uniscrew, uniht was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Signs of use were observed. Device history record (DHR) review could not be performed for the uniht as the lot number was not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A history review by item number was conducted for the iuniht dating back 12 months from the date of notification and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.